Event description:
It was reported that a tear was observed along the lens optic edge during insertion into the eye. As a result, the incision was enlarged to 5 mm and the lens was removed from the eye. A second lens of the same model was then implanted. Sutures were used as part of the standard procedure. Regarding prognosis, the patient is in stable condition.